Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during dwell 1 of 3. The technical service representative (tsr) explained the alarms to home patient (hp). The patient was connected at the time of the alarm. The hp stated that a supply bag was disconnected from the supply tube. The tsr had the hp cycle the power. The hp was to restart with new supplies. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.